Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. However, sales rep stated that the hospital/surgeon will not release any further information on this patient. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was discovered during the investigation of another event that the patient had a previous revision in 2011 because of dislocation in which a constrained liner was implanted. Sales rep reported that he was not present for the previous revision.